Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a ¿ventilator inoperative¿ message. The device was available for evaluation. A review of the system logs indicated the 980 ventilator had a loss of ventilation at the time of the event. The medtronic service engineer (se) inspected the device and found an associated diagnostic code and replaced the power distribution printed circuit board (pcb), the power distribution/controller assembly and the pneumatic interface pcb the ventilator passed all testing per manufacturer specifications and was returned to the customer. One bd power controller and bd power distribution was returned for further analysis: the returned parts were visually inspected and functionally tested with no malfunction or product deficiency observed. One pneumatic interface pcba was returned for further analysis: no evidence of visible anomalies and/or damage that may have contributed to the event. The returned pi pcba was installed into the test ventilator for analysis. The pi board had ds6 not illuminating +3.3v. The ventilator was powered on in service mode and failed post. While in service mode the menu for parts and revision was selected. The pi pfga (field programable gate array) could not be read, the pi pcba will not function, when it has no power applied to its input. The reported event for the pneumatic interface pcba generating a relevant diagnostic code was duplicated. The analysis determined the pneumatic interface pcba to be faulty. The cause of the issue was isolated to faulty pneumatic interface pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a ¿ventilator inoperative¿ message. The device was available for evaluation. A review of the system logs indicated the 980 ventilator had a loss of ventilation at the time of the event. The medtronic service engineer (se) inspected the device and found an associated diagnostic code and replaced the power distribution printed circuit board (pcb). Additionally the se replaced the power distribution/controller assembly and the pneumatic interface pcb . The likely cause of the event was isolated in the field to the defective power distribution printed circuit board (pcb). The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a ¿ventilator inoperative¿ message.  The patient was removed from the ventilator and placed on an alternate ventilator with no injury.